Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 515 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. The customer was unable to verify if the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer stated that they have not treated and also declined troubleshooting for the high reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. Time advanced properly. Pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.